Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that when the surgeon opened the package he/she noticed that the implant and the packaging had a sort of powder residue on it. No patient harm or surgical delay reported.

Manufacturer narrative:
Investigation: the packaging component has been examined visually and microscopically with a keyence vhx 5000 digital microscope and a panasonic dmc tz8 digital camera. The foam insert of the packaging is frayed at several areas. Furthermore the inner sterile packaging shows clearly visible scratches and abrasions. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to a packaging problem. Rational: it can be assumed that the residues on the surface of the implant resulting from contact between the implant and pe packaging components of the primary packaging. This device was delivered with the local loan service. We assume that the higher incidence of abrasion is caused by the high level of workload due to several delivery processes. CAPA (B)(4) was opened.